Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels as low as 27 (mg/dl) for 3 days. Reportedly, customer contacted emergency personnel on (B)(6) 2016 for their lowest bg level of 27 (mg/dl), and customer was given food and soda by the responders to stabilize bg level. Customer did not go to the hospital for this event. Customer indicated that they stopped insulin delivery on the pump and consumed carbohydrates to treat bg levels for each bg event. Troubleshooting with tandem technical support on (B)(6) 2016 indicated that the pump was performing as intended. Recommendation was made to contact health care provider to discuss factors that may be affecting the customer's bg levels.